Manufacturer narrative:
Batch review performed on 18 may 2021: lot 113366: (B)(4) items manufactured and released on 18-jan-2012. Expiration date: 2016-11-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
9 years and 2 months after the primary surgery the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the tibial insert u.c. Fix s.4 / 10 mm with an insert u.c. 14mm s4 to give the patient more stability. The surgery was completed successfully.